Event description:
It was reported that during procedure the proximal part of the guidewire outside the catheter broke. The procedure was completed successfully without adverse consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was received in two fragments: the proximal fragment was measured approximately to be 93.5cm in length and the distal fragment was approximately 110.5cm in length. Visual examination of the returned device revealed that the guidewire was broken and kinked. Sem (scanning electron microscopy) micrographs were obtained on the proximal and distal separation sites. Sem analysis of the proximal separation site showed evidence of pulling and fracture. There were no signs of torsion. No inclusions or material anomalies were noted at the fracture site. Sem analysis of the distal separation site showed evidence of necking, bending, and signs of stretching and pulling. There were no signs of torsion or rotation. No inclusions or material anomalies were noted at the fracture site. The guidewire was found to be kinked/bent at multiple locations. It appeared that the guidewire was bent first and then separated and the fracture appeared to be caused by pulling and stretching. However, based on the available information, the cause of the break and kink could not be definitively determined.

Event description:
It was reported that during procedure the proximal part of the guidewire outside the catheter broke. The procedure was completed successfully without adverse consequences to the patient.